Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months (calculated from the date when the system controller was issued to the patient). The reported replace system controller, yellow wrench alarm was confirmed during the review of the log file of the patient¿s backup system controller serial number (B)(4). The replace system controller alarm was not reproduced during the analysis of the system controller which functioned as intended during analysis. The system controller passed full functional testing, and was also operated for an extended period of time while connected to a mock circulatory loop with no atypical events or alarms noted. A root cause for the replace system controller alarm was not determined. The reported event of difficulty connecting the driveline was confirmed during the analysis of the backup system controller. Multiple test pumps were connected to the system controller without issue. However; a slight increase in friction when connecting the returned driveline to the backup system controller was noted. The returned driveline had debris surrounding the connector. Similar debris was found inside of the primary system controller serial number (B)(4). The observed debris did not affect pump or system controller operation. A root cause for the debris was not determined.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, when the health care professional was exchanging the primary system controller with the backup system controller, she reported that the driveline was difficult to insert into the backup system controller, and that the end of the driveline did not look like others that she has switched over. The safety door closed and the driveline appeared secure and in place. Upon connection, the system controller sounded a yellow wrench / system controller fault, change system controller alarm. It was reported that the patient was "a bit symptomatic with some weird feeling in his head¿ but recovered quickly. The system controller did not have any visual damage and the driveline was always stabilized with a driveline stabilization clip. The driveline did not have any visual signs of wear or trauma. The system controller was exchanged.